Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# l32926, implanted: (B)(6) 1994, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal stenosis. It was reported that the device did not work; it was not killing the pain but the device killed the pain in both legs. The patient reported a connection that lay across his spine causing pain. The patient had three back surgeries and twice they straightened it all up. They had to put this in fist and it did not work so they did a bunch of epidural blocks. The last one did not get into the patient¿s back and that caused an infection that nearly killed him, then they straightened it all out. About two years after that they took the patient¿s gall bladder out and he had not had back trouble since. That was the patient¿s sixth surgery. The patient said that the surgeries were not related to his spinal cord stimulation device/therapy. The patient said he ¿asked them how long it is guaranteed he said it aint¿. The patient said it worked as it was supposed to but it wasn¿t killing the pain so they did the epidurals. It just worked on the patient¿s legs. It stopped the pain down there and worked on both sides. It was noted that it hurt when they put the staples in after surgery. The patient described the connection that felt like a condenser lay right across his spine. The patient had a hard time ever since they put it in. They dug a hole down beside it and buried it outside his spine, but it did not stay there. After a couple of weeks it moved over where it lay across the patient¿s backbone. It was noted that the patient drove a truck twelve million miles and when he sat and hit a bump, he hit that thing, it bounced him in his seat, and it hurt badly. The patient¿s ins was still in there even though it quit working a long time ago. It was in the patient¿s stomach and moved around causing a little pain when he bumped it and it hit one of his bones. It was not much pain, but it worried the patient. The ins moved to his crotch, to his stomach, and to the top of his hip bone. The wires also tried to work through the patient¿s skin but it did not get w orn through, just enough to scare and when he bumps it one of the bones is hit. The patient asked if it would cause any harm to be inside of him. A fall was noted that could have been related to the issue. The patient fell down once in a while as he was 77 years old. The patient was to follow-up with a healthcare professional (hcp) to determine if the device should be removed or not to resolve the symptoms. It was noted that the patient had not seen his hcp since implant and did not have a current hcp. The ins had stopped working about six years after they put it in. Sometime in 2016, in the last three months or so prior to (B)(6) 2016, was when the ins began moving and causing pain. The wire tried to work through the skin since implant. It was unknown when the device not killing the pain and the epidurals occurred. The connecting laying across the spine issue began right after they put it in 1994.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they had called all of the healthcare professionals and they kept telling the patient to call the manufacturer. The caller wanted to know if the device had to be removed or if it would leak and didn't want to have surgery to have it removed.